Event description:
It was reported that during dilatation in the mildly tortuous and moderately calcified superficial femoral artery for treatment of a 90% de novo stenosis, the 5.0x40 fox sv balloon was inflated one time for 10 seconds and the balloon ruptured at 8 atmospheres. The device was withdrawn from the anatomy without resistance and exchanged with a non-abbott balloon. Dilatation was performed followed by deployment of a non-abbott stent. The procedure was completed successfully without adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.